Manufacturer narrative:
(B)(4). Batch # p55m5t. Device evaluation: the analysis results found that the tlc75 device was received with the anvil detached from the part where the metal part is assembled. A cartridge reload was present and loaded, the cartridge reload was received fully fired. No functional test could be performed. It is possible that the damaged was due to an improper handling of the device. Please refer the "instructions for use" for better reference. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Photographic analysis: picture received shows a device over the rsc box and the tyvek, the device is not engaged with a cartridge loaded, the anvil can be observed with the anvil detached from the part where the metal part is assembled. Based on the photo alone the event describe is confirmed.

Event description:
It was reported that during the open subtotal gastrectomy, after the 1st firing, when opened the device, the device was broken. Another like product was used to complete the procedure. There were no patient consequences reported.